Manufacturer narrative:
Other relevant device(s) are: product ID: a71200, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurost imulator (ins). Rep reported that a system error 0x19e8fb8c prompts via vanta app. Troubleshooting was performed: device care > battery icon > settings > adaptive battery, put unused apps to sleep, and auto both storage and contacts permissions are enabled storage is enabled and contacts is disabled. Hard rebooted tablet. Rep states they are now encountering "start usage, invalid data on the device, therapy data may be cleared. Error code 000100bb" contacted neuro technical services for further support. Caller transferred from hcit where the hcit agent indicated they resolved a system error before transferring. The hcit agent stated the caller was seeing 'system error 00 01 00 bb'. Agent spoke to caller and provided info from the attached ka. The caller was able to get to the normal workflow and continue with implant. Caller was in the or so not all sr info gathered. The cause of the issue was known: a new power management setting added by samsung in android os v9.0 on the ct900e s5e tablet can cause the os to automatically disable applications that are not used in the last 30 days. This auto disable feature can cause the model a902 patient data service (pds) application to become disabled in the field. Pds is used for session data management by all therapy applications. When pds becomes disabled the functionality of the therapy applications can be impacted. Rep confirmed the vanta application is functioning correctly. The issue was resolved.